Manufacturer narrative:
Insulin pump received with blank display due to the battery tube connector not plugged in properly. Insulin pump was monitored and had no noise when replacing the battery cap noted. Insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The test battery cap fit with battery tube threads. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the display on the insulin pump is blank for the second time on the same week. Customer received a new battery cap and the insulin pump makes a noise when placing the cap. Customer has high blood glucose as she did not know for how long she was been without insulin due to the blank display. Blood glucose value is 320 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.